Event description:
Additional information reported that the manufacturer representative had an appointment to meet with the patient tomorrow to reprogram for better coverage of painful areas. Further information received reported that the representative met with the patient for reprogramming today. Coverage of both legs and lower back obtained on three groups, with one group separated out for left and right legs/back. It was noted that the patent stated coverage and relief was much better than what she had since implant. The patient was encouraged to call with further needs.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that the patient was in an auto accident and that stimulation had changed such that the patient was not getting adequate stimulation down left leg. It was noted that the patient had been on ¿antibiotics post sx infection of both implantable neurostimulator (ins) and thoracic incision. The reporter stated that the pocket site is healing better but she did not think the thoracic incision had changed much. It was noted that the ¿post sx¿ right leg pain that the patient had started to resolve. It was noted that the manufacturing representative was to meet with patient tomorrow to check system and to attempt to recapture stimulation in left leg. Additional information received reported that the patient had fallen again on the day of report while ¿trying to traverse an indoor pet gate.¿ it was noted that the patient was bleeding from both knees and elbows. It was further noted that the patient thought that she had broken a finger. It was noted that the patient was scheduled for a follow up on (B)(6) 2013. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported in manufacturing report # 3004209178-2014-03316.

Event description:
It was reported the patient experienced a change in stimulation and "less than 50% therapy relief." The change in stimulation occurred following a fall that was "secondary to a bad charlie horse in her left leg" that had occurred when the patient was getting out of bed "around one week" prior to report. It was noted the patient "had good coverage post implant" prior to the incident. Impedance measurements returned "normal" values. During the attempted reprogramming, the setting that allowed for coverage in the patient's back was "too strong in her legs." X-ray results indicated the lead "remained midline, but appeared slightly lower (1/4 inch?) Than implanted level of top of t11." It was stated the patient was to have a revision attempted "hopefully" the week after report. Additional information stated the patient was scheduled for a lead revision (B)(6) 2013. Additional information stated the patient had fallen two more times since the initial report. The patient noted her falls occurred secondary to her "wearing socks, but the floors were slippery." It was noted the patient's stimulation "had changed again." The patient's speech was reported to have been "extremely slurred" which the patient stated was "because of the pills she was taking." Additional information stated there was "no success in trying to get the lead further up in the epidural space" during the patient's revision procedure. It was noted the patient "was in too much pain post procedure" to allow reprogramming. The manufacturer representative "put programs a-f on the device trying to push energy further into the body." The patient was noted to have "very slurred" speech again during the evening of the revision, when the patient stated she "would try the programs when she felt up to it." The patient was noted to have a follow-up appointment scheduled for (B)(6) 2013. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Event description:
Additional information received reported that the patient was scheduled for a revision. It was noted that the patient¿s pocket was infected and the physician had plans to take out the implantable neurostimulator (ins) and replace it and add extensions to relocate the pocket site.

Event description:
Additional information received reported that a culture was performed but the results were unknown at the time of the report. It was noted that the patient had a revision surgery. It was noted that the patient was receiving effective therapy. Additional information received reported that the patient had a pocket revision where the implantable neurostimulator (ins) was moved. It was noted that the ins was replaced on (B)(6)-2014.

Event description:
Additional review indicated the patient experienced stimulation in the wrong location.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that perioperative antibiotics were administered. It was noted that the patient did not have meningitis. It was noted that the patient experienced symptoms of drainage, pain, incisional wound opening and pocket erosion. It was noted that the primary location of the infection was the device pocket. It was noted that a culture was obtained from the device pocket but the type of organism was unknown. It was noted that the patient was given oral antibiotics and an "other" treatment. It was noted that the patient's outcome was unknown. The patient was considered obese and in "debilitated status" prior to the implantation of the device.